Event description:
It was reported that (1) atw45 was used dring a hysterectomy procedure. It was reported by the affiliate that the device stay in an open position and would not close. Opened another device to complete the case. There was no consequence to pt.